Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was having issues with the insulin pump. The battery cap ring came loose and they had to glue it again. They also received the power error a few times. The customer's blood glucose level would rise at night when the alarms go off. The customer's blood glucose level was 15.1 mmol/l. The insulin pump also received several other pump errors. The customer was advised that the device would be replaced. The device was returned for analysis.